Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with pump reset information and assisted in resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. Caller was instructed to call back if any malfunction code appears again and confirmed understanding of the instructions.